Manufacturer narrative:
Medtronic received additional information from the customer stating that the series of events that occurred were primarily due to patient weight and not any of medtronic's products. This event is being reported due to the medical intervention and re-incubations of the patient.

Event description:
It was reported that, while the 980 ventilator was being used on a patient, complications with the patient occurred. The customer stated that the ventilator performed and alarmed as intended with no malfunction. It is the customer's belief that the larynx migrated over time, causing the shiley 8.0 cuffed trach to dislodge between tracheal rings and adipose tissue, resulting in bilateral pneumothoraces and subcutaneous emphysema. As a result, the patient was taken to the operating room and a 2nd trach was placed (shiley 7 xlt) which was reportedly still not long enough. An emergency cricoidectomy was performed and an endotracheal tube was placed while the stoma was opened more and a bovina trach was eventually placed.